Manufacturer narrative:
The provided session records were reviewed by technical services. It was observed that there was a small noisy artifact that was occasionally oversensed. The device classified some of the activity as noise but the ventricular tachycardia (vt) zone was set as a monitor zone only and would not have resulted in therapy. Additionally, non-sustained right ventricular oversensing (nsrvo) episodes were observed where the r wave amplitude was too small to be seen ¿ resulting in undersensing. The device appeared to have behaved per programmed settings. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that at 11.28am on (B)(6)2025, the patient experienced a cardiac arrest episode. The signal amplitude of the arrhythmia was very low, the discrimination channel was undersensing and as a result non sustained right ventricular oversensing (nsrvo) episodes were stored. By 11:41am the sense amp channel was undersensing. The last recorded episode of nsrvo was at 11:55am. An alert was transmitted remotely via merlin.net at 2:00am on (B)(6)2025. The clinic reached out to the patient's relative who did a wellness check and found the patient to be deceased. There were no complaints related to the implantable cardioverter defibrillator (ICD) prior to the event and a recent remote transmission showed appropriate function. Technical services review of available episodes surrounding the event (B)(6) 2025 - (B)(6)2025, revealed that on the ventricular tachycardia (vt) and nsrvo episodes there appeared to be a small noisy artifact on the vsenseamp channel near the r waves that in some cases would be oversensed. It was difficult to assess if this was due to lead noise or additional ectopic or myopotential activity from the heart. The device appeared to classify some of that activity as noise and even flagged it on a few vt episodes, however, as programmed, vt zone was programmed as a monitor zone only thus this would have not resulted in therapy. Otherwise, the device appeared to behave as programmed within the vt zone episodes. Additionally, it was observed that there were some nsrvo episodes where it appeared the r wave amplitude was too small to be seen, resulting in undersensing. Securesense algorithm was also changed to passive due to undersensing. In summary, the device appeared to have reacted as programmed, but there was some oversensing and undersensing observed.